Manufacturer narrative:
An investigation was conducted on product from the same lot as the reported device was retrieved and evaluated. Dimensional inspection confirmed that the shank diameters were within specifications and met all applicable acceptance criteria. Based on the available information, a definitive root cause is unknown.

Event description:
Ss white was made aware on october 23, 2025, that during a dental procedure that was performed on an unknown date, the dentist stated that the carbide bur that was used (fg330) was "loose and slipping". While the dentist was using this bur on the patient, the bur slipped down the patient's throat and the patient had to have x-rays done.